Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and successfully replaced, and the patient remained stable.